Event description:
It was reported, the xenon light source was causing intermittent image to be displayed on the monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: error code b30 when connecting scope. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the intermittent display of the image on the monitor and the occurrence of the error code b30 when a scope is connected were due to the scope connector socket being worn out. Olympus will continue to monitor field performance for this device.